Event description:
The customer called to ask about the open circles showing on the pump's display. It was informed that the customer was trying to deliver a bolus and had instead programmed a temp basal rate. The basal rate was stopped. It was indicated that the bolus history shows a delivery done by the bolus wizard. The customer did not remember programming a bolus wizard. The paramedics were called. The customer's bg went down. The customer was disconnected from the pump.